Event description:
It was reported that two days post implant the right ventricular (rv) lead caused diaphragmatic stimulation. The physician suspected a micro-dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: . Addr01 ipg, implanted: (B)(6) 2014. (B)(4).